Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed. The unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The neptune was shut down and started up multiple times and did not experience any interruptions. The unit functioned without interruption for approximately 6 hours. It was discovered that the power supply pcb was out of warranty. Based on the investigation performed, the reported complaint could not be confirmed. No issues were found with the returned device. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. This pcb was manufactured 15-nov-2007 and will be replaced.

Event description:
The event is reported as: the customer alleges the unit shuts down during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 05/22/2008. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The event is reported as: the customer alleges the unit shuts down during use. There was no patient harm reported.